Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -13.0/+1.0/107 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. It was reported that the wrong lens was implanted due to the customer ordered the wrong lens regarding the seq and lens. The patient experienced no adverse events. On (B)(6) 2022 the lens was exchanged with a same length lens but different power lens and this resolved the problem. The cause of the event was reported as user error.